Event description:
The customer reported that the system locked up during a procedure. The sys was rebooted and operated as intended. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep performed an instrument calibration and test tracking of the sys. The failure could not be duplicated. The sys was tested and found to be working as intended and put back into svc. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on 4/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.